Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause was not determined, there was no specific device malfunction indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient requested to have device removed due to loss of therapeutic effect. Patient reported no pain relief and the entire system was explanted but not replaced. The etiology was reported to be related to device or therapy specifically loss of pain relief, but not related to implant procedure. The outcome was resolved without sequelae. No further complications were reported as a result of this event.